Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the hernia defect during a laparoscopic hiatal hernia, the needle broke and half of it fell into the patient cavity but the surgeon able to retrieved it. A new reload was opened to complete the case. There was no patient injury.